Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a failed tower drawer. The field service engineer confirmed that the issue might be related to heavy bag over the door and was resolved from the customer end. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed tower drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.